Event description:
As reported, after flushing the 4x15 palmaz blue on aviator balloon expandable stent outside the body, resistance was encountered during insertion. The device entered externally along an unknown 0.014¿ guidewire; however, difficulty was encountered during advancement. It was removed along the guidewire after the difficulty occurred. Upon removal, the stent tip was found to be spiked and deformed, making delivery impossible. The case was completed using a vertebral artery non-cordis drug-eluting stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU), and the sds was prepped accordingly, with no difficulty during flushing. The stent was only flushed and not otherwise manipulated. It was properly mounted on the system when inspected. An unknown 8f sheath was used. The balloon was not inflated or partially inflated before insertion, and negative pressure was not applied to the sds. The inflation device was in the neutral position during advancement and withdrawal. The intended procedure targeted the vertebral artery. The lesion was not calcified, the vessel had no tortuosity, and the percentage of stenosis was 85%. The device will be returned for evaluation.

Manufacturer narrative:
As reported; after flushing the 4x15 palmaz blue on aviator balloon expandable stent outside the body, resistance was encountered during insertion. The device entered externally along an unknown 0.014¿ guidewire; however, difficulty was encountered during advancement. It was removed along the guidewire after the difficulty occurred. Upon removal, the stent tip was found to be spiked and deformed, making delivery impossible. The case was completed using a vertebral artery non-cordis drug-eluting stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU), and the sds was prepped accordingly, with no difficulty during flushing. The stent was only flushed and not otherwise manipulated. It was properly mounted on the system when inspected. An unknown 8f sheath was used. The balloon was not inflated or partially inflated before insertion, and negative pressure was not applied to the sds. The inflation device was in the neutral position during advancement and withdrawal. The intended procedure targeted the vertebral artery. The lesion was not calcified, the vessel had no tortuosity, and the percentage of stenosis was 85%. The device will be returned for evaluation. A non-sterile unit of catheter blue/aviatorplus 4x15/142p pkg was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, the stent was mounted on the balloon in manufacturing position. No damage or anomalies were observed at naked eye on the returned device components. A functional analysis was performed on the aviator catheter. The unit was inserted into a 5f csi (catheter sheath introducer) lab sample. No resistance/friction nor impediment to advance was noted during functional testing. Amplified images of the stent mounted on the unit were taken, and no anomalies nor damages were noted on the component. The reported ¿stent strut uplift¿ and ¿stent delivery system (sds) resistance/friction outer body¿ were not verified during analysis of the returned device. No damages were observed on the stent mounted on the delivery system and no resistance was encountered during advancement into the 5fr lab sample sheath. Therefore, the exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer as no anomalies were found on the returned device. Additional contributing factors include manipulation of the device on the sds and possible anatomical challenges of the vertebral artery. The cordis palmaz® blue® .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device has not been demonstrated for use in the vertebral artery. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Backload the stent system onto the guidewire. The delivery system has a rapid exchange design. During backloading, the guidewire will exit the stent system at the guidewire exit port. Advance the tip of the stent system to the hemostasis device of the guiding catheter. B. Open the hemostasis valve as wide as possible and carefully advance the stent system over the guidewire until the balloon section of the stent system is completely introduced into the guiding catheter. Look for and confirm back flow over the balloon. Adjust the hemostasis valve to maintain a snug seal. C. Advance the stent system until the guidewire exit port has passed the hemostasis valve. Again, adjust the hemostasis valve to maintain a snug seal. Continue to advance the stent system over the guidewire to the end of the guiding catheter, while maintaining guidewire position across the lesion. Caution: when there is a tight fit between the balloon section of the stent system and the guiding catheter, a failure to maintain a snug seal of the hemostasis valve over the stent system during stent system insertion and advancement, could result in air introduction and air entrainment. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi).¿ based on the available information and product analysis, there is no evidence to suggest a design- or manufacturing-related cause for the reported event. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, after flushing the 4x15 palmaz blue on aviator balloon expandable stent outside the body, resistance was encountered during insertion. The device entered externally along an unknown 0.014¿ guidewire; however, difficulty was encountered during advancement. It was removed along the guidewire after the difficulty occurred. Upon removal, the stent tip was found to be spiked and deformed, making delivery impossible. The case was completed using a vertebral artery non-cordis drug-eluting stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU), and the sds was prepped accordingly, with no difficulty during flushing. The stent was only flushed and not otherwise manipulated. It was properly mounted on the system when inspected. An unknown 8f sheath was used. The balloon was not inflated or partially inflated before insertion, and negative pressure was not applied to the sds. The inflation device was in the neutral position during advancement and withdrawal. The intended procedure targeted the vertebral artery. The lesion was not calcified, the vessel had no tortuosity, and the percentage of stenosis was 85%. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.